Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The issue was resolved by changing probes on rotor b.

Event description:
The initial reporter stated they received discrepant results for 35 patient samples tested on the cobas 8000 c 702 module. The following tests were involved: iga-2 tina-quant iga gen.2, igm-2 tina-quant igm gen.2, and tp2 total protein gen.2. The initial values were reported outside of the laboratory. The samples on table 1 were repeated after the probes were changed on (B)(6) 2021. For data in table 2, the customer pulled patient samples initially tested between (B)(6) 2021 and repeated these after comparing to previous patient results. Amended reports were issued for some patient samples. Total protein reagent lot 547965 was used from (B)(6) 2021. Total protein reagent lot 558090 was used from (B)(6) 2021. Total protein reagent lot 543372 was used from (B)(6) 2021. The total protein reagent expiration dates were requested, but not provided. The iga reagent lot was 493180. The reagent expiration date was requested, but not provided. The igm reagent lot was 474716. The reagent expiration date was requested, but not provided.